Manufacturer narrative:
Additional information: d9 correction: h3 device evaluated by manufacturer initial submission should be: "no"; h3 if no, (attach page to explain) or provide code should be: "device evaluation anticipated. But not yet begun" plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The pd patient reported a fluid leak of from the patient's cassette. The cause of the leak is unknown. The patient received an unknown warning alarm during an unknown phase and cycle of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated fluid was leaking from the tubing line of the cassette during an unknown phase and cycle of treatment. The fluid leak did not come in contact with the cycler. There was no fluid in the cycler and treatment was cancelled. It was reported alternate treatment was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The pd patient reported a fluid leak of from the patient's cassette. The cause of the leak is unknown. The patient received an unknown warning alarm during an unknown phase and cycle of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated fluid was leaking from the tubing line of the cassette during an unknown phase and cycle of treatment. The fluid leak did not come in contact with the cycler. There was no fluid in the cycler and treatment was cancelled. It was reported alternate treatment was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.